Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "I was covering a short gamma case at (B)(6) hospital and the distal targeter didn't work, the surgeon could not pass the drill through the distal hole." "Distal locking on short nail not functioning. The drill was touching the nail, rather than going through it. Free hand technique was used to finish the procedure."

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected devices must be available in order to determine the root cause of the complaint event. However, based on the provided additional information was the device was put back in service as found to be functional after the procedure, this indicates that most likely a usage related issue did lead to the reported event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "I was covering a short gamma case at (B)(6) hospital and the distal targeter didn't work, the surgeon could not pass the drill through the distal hole.". "Distal locking on short nail not functioning. The drill was touching the nail, rather than going through it. Free hand technique was used to finish the procedure.".